Event description:
It was reported to philips that the system's c-arm was moving on its own. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system c-arm moving on its own. Upon troubleshooting, fse restarted the system still the issue persists and found the mechanical wear of the brake. To resolve this issue, fse replaced the brake. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.